Event description:
A elevated troponin I result of 6.49 ng/ml was obtained on a pt sample. The result was reported to the physician. A sequential sample was tested and a result of 4.54 ng/ml was obtained. A second sequential sample was tested and a result of 4.17 ng/ml was obtained. The physician questioned the result as being inconsistent with the clinical picture. Pt treatment was not prescribed or altered there was no report of adverse health consequences as a result of the elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the elevated troponin I result is unk.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the elevated troponin I result is unk. The instrument is performing within specifications.